Manufacturer narrative:
The remote service engineer (rse) gathered the problem statements information and remotely accessed primary server. Results indicate that the user had lefts hosts in forced local mode on the 8/11/2023. The rse initiated all hosts back into monitoring mode. All hosts gained full green status with primary server. The rse also did a search through the primary server event logs, and provided screenshots of the event logs of 8/10 - 8/11 for service audit. The screenshots were emailed to the biomed via case level. The problem is resolved and restored to use. The network was a customer supplied clinical network (cscn) based on the information available and the testing conducted, the cause of the reported problem was network settings issue. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that, hospital wide, all hosts are in local mode. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation